Event description:
Report received from (B)(6) stating that, "the rotation stops under pressure when using the hospital's qd8." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. However, the unit was observed to have a cut/tear in the hose, and the motor also exhibited a shim rattle. The hose damage was likely caused by mishandling. The motor rattle was likely caused by a usage problem, such as applying excessive force during use, or using the motor with an attachment that exhibited excessive vibration or chatter during use. If additional information is received, a supplemental report will be sent. (B)(4).